Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19th june 2025, it was reported by an arthrex's employee via email that for an ar-13999mf, fastpass scorpion, sl-mf, the scorpion jaws did not close. This product is under warranty. This was detected during an unspecific procedure on (B)(6) 2025. Assessing the hand piece was done as troubleshooting activities.

Manufacturer narrative:
Additional information: b3, g3, h3, h6. The attached picture does not confirm the complaint allegation, as it does not show the device's jaws. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.